Event description:
According to the reporter, there were two capsules that failed to attached to the patient esophagus. The first capsule was found in the mouth. The second capsule was used but still failed to attached to the patient esophagus. There was no patient or user harm. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
D10 concomitant product: fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot#63140f), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.